Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (cannot run detect and treat) has been confirmed. Upon investigation the electrode belt ECG "a", "b", and front therapy electrode cable was severed between ECG's "a" & "b". The root cause for the severed cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to run detect and treat testing.